Event description:
It was reported that foreign matter was present in the device. Two 5f expo guide catheters were selected for use. During the procedure, before the catheter entered the patient, it was noted that the guidewire would not load thru the diagnostic catheter. The guidewire was getting stuck in the middle of the body of the catheter. A second catheter was opened, and the same issue occurred. The catheters were then cut open and a white plastic foreign material was found to be occluding the lumen of the catheters. The procedure was completed with a similar device. No patient complications were reported.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that foreign matter was present in the device. Two 5f expo guide catheters were selected for use. During the procedure, before the catheter entered the patient, it was noted that the guidewire would not load thru the diagnostic catheter. The guidewire was getting stuck in the middle of the body of the catheter. A second catheter was opened, and the same issue occurred. The catheters were then cut open and a white plastic foreign material was found to be occluding the lumen of the catheters. The procedure was completed with a similar device. No patient complications were reported.